Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. A field service engineer (fse) made arrangements to go to the facility and evaluate the device as such no device will be returned for evaluation. Should additional information become available, a follow up MDR will be sent.

Event description:
A dialysis tech contacted baxter (B)(4) to report that during therapy the machine had been programmed to infuse 21ml, however the heparin syringe did not deliver anything. There was patient involvement, but no injury or medical intervention reported.